Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, fired but part of a lock out event. Staples deployed but then locked out. It is believed the device was fully fired. The device was fully fired and stopped during the automatic knife return. There was no difficulty opening the device other than the manual override. The device was removed from patient by manual override. The jaws did eventually open. Though procedure was delayed by ten minutes, the procedure was completed with a new reload there was no patient consequence.